Event description:
Clinical report states that patient experienced inferior lateral genicular artery bleeding during the primary surgery.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.